Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was blurry. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Upon receipt of the device in 2005, it was identified that the distal lens is cracked. This is a reportable malfunction.